Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional event or facility device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the reported event was confirmed. Other evaluation findings include crystallization in the instrument channel tube that made it impossible to insert the forceps as well as a damaged plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was foreign matter found in the gastrointestinal videoscope's instrument channel tube during reprocessing for a therapeutic varicose vein treatment. Customer added that there was tissue glue in the instrument channel tube and they did not use the clogged scope for the next procedure. The customer was able to reprocess the device correctly, and completed the intended procedure using the same device. There was no report of patient harm.